Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The programmer booted up to an error message; the printed circuit board was out of electrical specification. Gear teeth in the printer drawer roller were also found to be damaged, and the system fan was noisy. (B)(4).

Event description:
It was reported that the programmer booted up to an error. Attempts to clear the error with a reboot and utilizing a recovery disk were unsuccessful. The programmer was returned for service. There was no patient involvement.